Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not received yet.

Event description:
There was no patient involved. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully by the user on the (B)(6) 2009. Multiple manual power ups of ten minutes duration were observed in the device memory between the 17th june 2018 and the 19th june 2018.multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. These symptoms would support the reported customer issue of device switches on automatically. The random nature of the events stored in the memory and the 10 minute time outs, would suggest a failing membrane. The reported problem, of the device switches on automatically, was attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
There was no patient involved. Device switching on automatically.